Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated out of the space of retzius and created a visible bulge just below the skin. The reservoir was removed and a new reservoir was implanted on the other side. There were no patient complications reported.